Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report 3005099803-2012-03457 for a description of the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient began experiencing the inability to urinate. Upon being admitted to the emergency room, the patient was catheterized, and 300 ml of urine was removed from the bladder. The patient was sent home with a foley catheter and a collection bag. On (B)(6) 2010, the physician performed a revision urethropexy and lysis of peri-urethral adhesions. The physician removed the first solyx device and implanted a second solyx device into the patient. The patient continues to experience urinary urgency, dyspareunia and physical discomfort. All other information is unknown and unavailable.